Event description:
The customer reported that while using her coaguchek xs (serial number (B)(4)) she obtained a result of 1.4 inr at 11:30 am and then using a different finger at 2:38 pm she obtained a result of 3.2 inr. There were no changes made to her coumadin. The customer was not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She reported that she had no dietary changes. Her therapeutic treatment range is 2.5-3.5 inr. She reported she was feeling fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 205139) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified. This follow up is being filed at FDA request.

Manufacturer narrative:
The customer did not return the suspect lot of strips so no investigation of them was able to be performed. The coaguchek xs meter (serial number up0770476) was returned and tested. There were no error messages that occurred. The customer allegation could not be substantiated. H3. Not evaluated reason: the suspect strips were not returned by the customer.